Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead helix was retracted in order to reposition the lead but then it could not be fixed well. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal conductor was extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the tip seal on the distal electrode of the lead showed evidence of blood ingression and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.